Event description:
It was alleged that an overinfusion of medication occurred. A 500 ml bag was set to infuse at 80 ml/hr. It was noted that the bag was "almost empty" within one hour. There was no resultant patient complication.

Manufacturer narrative:
MFR's report date 06/29/1998. File # 02-98-131. The pump was visually and funcitonally tested. The inspection seal was broken. Visually dried solution was noted around the pumping mechanism and between the followers. It was further noted that the follower housing was cracked and bent, causing the pressure pad to intermittently misalign and not to open fully when the latcdh was opened. Rate accuracy and mechanism leak tests were performed and found to meet MFR's specifications. Co was unable to verify the reported overinfusion/freeflow. The directions for use, operational precautions state that if an instrument should be dropped or severely jarred, the instrument should be inspected by a qualified technician to ensure its proper function. Additonally, freeflow may occur due to dried solution between the followers and the mechanism, creating a gummed effect. The function of the mechanism may be impaired by the dried solutions. A safety alert dated 07/26/1991, and service bulletin # 286 were issued on the proper cleaning and maintenance of the pumping mechanism to mitigate recurrance of freeflow.